Event description:
It was reported the t2 did not deploy. The t1 was removed.

Manufacturer narrative:
This device is used. T1, t2 and suture are with the device but freed from the needle track. The device is in fair condition. The delivery needle is quite bent to the left and has been flattened. It appears there was difficulty in reaching the desired procedure site with a curved configuration. The device has been manipulated to a configuration closely resembling a straight configured needle device. Under warnings the IFU states ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ in addition, t1 has suture knotted through the v notch lengthwise. This would inhibit anchoring capability. The device no longer actuates due to the damage attained. No root cause related to the manufacture of the device can be confirmed. No further investigation is warranted.